Manufacturer narrative:
Terumo did not receive the actual device; however, photos were received and the complaint was confirmed. The root cause of this event is due to placement of tubing in the pack causing a kink. Terumo has revised the packs to fix this issue and will review subsequent builds for this pack. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the inlet tubing is kinked. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.